Manufacturer narrative:
Device passed the displacement and self test. No unexpected a39 alarm anomlies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had spi to motor pic communication error alarm. Customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer reported that insulin pump did require rewind. Customer able to complete rewind. Customer stated that the performed self test and the test passed. Customer stated that they only performed displacement test. Customer also reported that the insulin pump error occurred again. Troubleshooting was performed. The insulin pump will be returned for analysis.